Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
While preparing the device for patient care, the respiratory therapist was unable to enter a breath rate because a portion of the touchscreen was non-responsive. There was no patient involvement, no delay to patient care, and no patient harm. The biomedical engineer tried to calibrate the touchscreen but was unable to resolve the problem, so he called customer support. The remote service engineer recommended replacement of the touchscreen. The customer's biomedical engineer replaced the touchscreen, which resolved the reported issue. The biomedical engineer also ran performance verification testing and found the device to be functioning properly, so he returned the device to the respiratory department for clinical use.